Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. When the clamp was properly positioned and put under pressure, it does not move. The unit passes all specific functional testing and does not need any repairs currently. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation and the initial findings of the service team were confirmed by qe with no issues observed, returned unit was in good condition. The unit will be returned to the customer unrepaired. Root cause - the complaint is not confirmed, and the unit passes all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was used in a posterior cervical procedure, and the patient experienced a slip. As a result, the patient sustained lacerations to the skin, and there was surgical delay due to the need to remove the patient from the positioning device and change the positioning equipment. However, the patient has since been discharged with no complications that is directly linked to the incident.